Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped/abandoned due to high pacing thresholds. Additional information indicated that this lead showed oversensing causing inhibition of pacing that leads to pause in patient's rhythm. The lead output was over the expected value. Also, there was a yellow flag alert regarding a ventricular intrinsic amplitude out of range. A new lead was implanted. No additional adverse patient effects were reported.